Manufacturer narrative:
D9 - date returned to mfg: 7-feb-2025. H3: one device was received for evaluation. The service history review identified no previous services. The customer reported issue was confirmed during pump power up test as error code 41622 was displayed due to an inoperable cam flex sensor. The cam flex sensor was replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41622. There was unknown patient involvement.